Manufacturer narrative:
(B)(4). The clip delivery system was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is filed for the difficult to remove gripper line. It was reported that abnormal tension was felt during removal of the gripper line on the second mitraclip. The tip of the delivery catheter shaft was bending toward the mitral valve during removal of the gripper line due to the resistance with the line. A knot in the gripper line was suspected. A small surgical plier was used to cut the gripper lever allowing the other end of gripper line to be pulled without resistance. The gripper line was then successfully removed. A knot was seen approximately 5 cm from the end of the gripper line. The patient had a good final result. There was no adverse patient sequela. Mitral regurgitation was reduced from grade 3-4 down to trace with two mitraclips. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the clip delivery system (cds) was returned and the reported gripper line knot was confirmed, but the reported bending of the dc shaft during gripper line removal and difficulty removing the gripper line could not be tested due to the returned condition of the device. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported knot resulting in the inability to remove the gripper line and dc shaft bending during gripper line removal was likely due to user technique. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device.